Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report a motor error alarm and that she believed the insulin pump was not delivering insulin. The customer had a high blood glucose level of 477 mg/dl. The customer had to treat with manual injections. The customer was able to complete the rewind. The customer performed the displacement test and it passed. The customer later received multiple no delivery alarms. Customer stated the reservoir was empty. Customer stated the belt clip was broken and the label was missing on the insulin pump. The customer was sent a replacement battery cap. The insulin pump was not replaced or returned for analysis.